Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system (sn (B)(6) at the customer's site. The reported complaint that the thermogard system displayed a tcmid:06 (ce post failure) error message was confirmed during the system's event log data review and functional testing. The root cause of the tcmid:06 error was identified as a defective cooling engine. The event log showed multiple tcmid:06 error messages around the reported event day, confirming the reported complaint. Functional testing of the thermogard system failed due to the tcmid:06 error message, confirming the reported complaint. Coldwell was observed to be filled with a gel-like substance, but it is unclear how it entered the system. No documented reports were found showing that regular preventative maintenance had been performed for this thermogard console since its initial placement in 2018. Flushing the coldwell several times did not resolve the issue. It is likely that all pipes were clogged with gel-like material within the cooling engine, and the system failed to operate. The system and coldwell were repeatedly flushed with water, but the issue was not resolved. Therefore, the cooling engine must be replaced to address the reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.